Event description:
On (B)(6) 2016, a 25mm trifecta valve was implanted. On (B)(6) 2018, a 25mm trifecta valve was explanted due to failure. Additional information requested. The patient was reported as discharged.

Manufacturer narrative:
An event of a valve explant due to failure was reported. Prior to its arrival at abbott the valve had been resected to remove the free edges of all three leaflets, and the stent was deformed. All three leaflets contained tears in their base. Leaflets 2 and 3 were fibrotically thickened. Organizing thrombus was found on the outflow surface of leaflet 3, which contained acute and chronic inflammation; a gram stain was negative for organisms. No significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to the excision of tissue, stent deformation and detached tissue returned with the device it was difficult to determine the state of the device prior to explant. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2016, a 25mm trifecta valve was implanted. On (B)(6) 2018, echocardiogram revealed aortic stenosis and severe aortic regurgitation. The echo also revealed mitral regurgitation. On (B)(6) 2018, the 25mm trifecta valve was explanted and a 23mm medtronic mosaic valve was implanted. On inspection of the 25mm trifecta valve, it was noticed there was substantial degeneration of the leaflets. The left coronary leaflet was torn off the post between the left and the non-coronary cusps. The patient was reported as discharged. The patient has a medical history of hypertension and coronary artery disease.